Manufacturer narrative:
The caller admittedly stated that the surgeon had been using (activated) the electrode for a period of time while the tip was in an air bubble. This manner of usage is cautioned against in the device's IFU specifically to avoid this type of failure. This is a technique issue, outside of reporting this to the FDA no other further action is warranted. However, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.

Event description:
The user facility reported that during surgery the ceramic portion of the working tip of the electrode broke off into the patient . All was retrieved and they are reporting no patient consequence due to the event. Further the caller reported that the surgeon was using (activating) the electrode in a "bubble" for some time, which is cautioned against in the IFU's specifically to avoid this type of failure.